Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two pieces. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the shaft/collar area with the ptfe completely pulled out of the collar and bent. Inspection of the rest of the device found no other damage or defect. The separated ends are consistent with being previously kinked, prior to separation.

Event description:
Reportable based on device analysis completed on 12june2020. It was reported that a kinked connection part occurred. The target lesion was located in the tortuous and calcified left anterior descending vessel. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the connection part between guidezilla and catheter was kinked. The procedure was completed with another of the same device. No patient complications reported and patient was stable. However, device analysis revealed a complete separation at the shaft/collar area with the ptfe completely pulled out of the collar.